Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: a review of the black box showed no ¿empty cartridge¿ alarms, but there were several ¿low cartridge¿ warnings observed. There was no activity outside normal use observed. The pump powered on normally and successfully completed ezprime steps. The pump was exercised for 24 hours with no issues occurring. A 100unit cartridge was correctly loaded and appropriately emitted an ¿empty cartridge¿ alarm when it was simulated during testing. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting ¿empty cartridge¿ alarms when there were still 50 units of insulin left in the cartridge. During troubleshooting, a review of the alarm history indicated ¿low cartridge¿ warnings had occurred, but did not indicate any ¿empty cartridge¿ alarms. The ¿low cartridge¿ warnings were reportedly emitted appropriately. This complaint is being reported based on the indication that the pump was not emitting ¿empty cartridge¿ alarms as expected. There was no indication that the product caused or contributed to an adverse event.